Event description:
On october 7, 2024, an impulse dynamics field representative received notification that an optimizer smart mini (osm) implantable pulse generator (ipg) had been extracted due to patient infection. The infection was a vegetation infection associated with the patient's concomitant crt-d device. Both the crt-d and osm ipg devices were explanted as a precaution. The explant procedure for both devices ''went well" without any surgical or patient-related complications. The osm ipg was discarded and will thus not be available for evaluation. A review of the ipg's ohr including sterilization records uncovered no anomalies. There is no evidence to suggest the osm ipg caused or contributed to the patient's infection.